Event description:
It was reported that the 9800 system has a cut in the high voltage cable. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. When additional information is provided, it will be reported as required.